Event description:
The customer reported high platelets on quality control (qc) and patient samples, involving coulter act diff 2 analyzer. Subsequent analysis of the patient samples, on an alternate coulter act diff 2 analyzer, recovered normal platelet values. The elevated results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered excessive turbulence with sample delivery into the baths, caused by a partial plug in the sample probe. The fse replaced the sample probe to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. Review of the data, shows numerous failed system startups and one level of quality control (qc) had an elevated platelet (plt) parameter on the day of event; results from the other two levels of qc were not provided. The patient printouts show seven (7) patients had higher plt results with instrument generated flags (for patients 4-7) compared to the alternate analyzer. All other parameters correlated. Platelet results for patients 1-3 are within accuracy specifications and differences between instruments are clinically insignificant. Results from the alternate analyzer were considered correct.